Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.

Event description:
Date of event is unk. Customer reported set needed to be changed due to a hole in tubing; location not specified. There was no pt effect. It is unknown if it occurred before/after priming or during infusion. Though requested, no additional information was available.